Manufacturer narrative:
Correction: initial reporter occupation, report source, report source other, imdrf annex e, f codes, omit b21 - type of investigation not yet determined, omit c21 - results pending completion of investigation, omit d16 - conclusion not yet available. Additional information: describe event or problem, relevant tests/laboratory data, device available for eval?, device return to manuf .?, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device displayed error code 356.6710.0. The drip was turned off on the syringe pump and the "channel was reading channel error on the brain". The clinician tried turning off that specific syringe pump, but it would not turn off and kept alarming channel error. Syringe pump was then removed. There was patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was showing alarm error codes / messages- error code 356.6710.0. There was patient involvement.